Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had expired due to cardiac arrest. No allegations or complaints have been made against the implantable pulse generator or leads. Additional information has been requested.